Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen and sufenta via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2018 it was reported that the patient came in yesterday ((B)(6) 2018). The patient was currently in the hospital and intubated. The hcp wanted someone to come and interrogate the patient¿s pump to ensure that it was working correctly. The patient had pain in the abdominal area where the pump was located for a couple of days. Per the hcp, the patient¿s pump managing physician was aware of the situation. Additional information was received on (B)(6) 2018 from the initial reporter who stated that they were unsure if the patient¿s symptoms were related to the patient¿s devices or therapy and he had no further information to provide. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-oct-2018 from the patient¿s pump managing physician who reported that it was unknown if the cause of the patient¿s symptoms had been determined. The patient was admitted to another hospital and had not been seen in their clinic for follow-up to date. No further complications have been reported as a result of this event.